Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that circumstances that led to the por warning screen was having an emg and CT scan in one day. The patient indicated that they called the manufacturer to address the issue, but the por warning message was not yet resolved. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a recent CT scan and emg, and was unsure if emi was related. The patient saw a warning por message, which could not be cleared. The patient will need to have their device interrogated at their healthcare provider's facility. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.